Event description:
Boston scientific received information that the canadian patient implanted with this pacemaker and right ventricular (rv) lead experienced a syncopal episode and was subsequently admitted to the emergency room in (B)(6), while vacationing in the (B)(6). After review of a electrogram (egm) strip, the patient's heart beat was found to fluctuate between 30 and 40 beats per minute. The device and lead were interrogated and revealed a loss of capture at max outputs and high pacing impedances greater than 2500 ohms. A lead fracture was suspected by the physician near the subclavian region. A revision procedure is scheduled to be performed in the near future at a hospital in the (B)(6). The lead and device remain implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the lead and device remain in service. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory, analysis will be performed to confirm and determine the root cause of the event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recieved that a revision procedure was performed where the rv lead was surgically abandoned due to a suspected lead fracture. The pacemaker remained in service and a new lead was successfully implanted. No additional adverse patient effects were reported.